Event description:
It was reported that venous branch of catheter has been split on 5 mm. This problem has been detected due to microbubbles. There was a risk of gas amboly for the patient once at home.

Manufacturer narrative:
The complaint of a catheter leak is confirmed. The discoloration of the catheter between the extension legs and surecuff is due to chemical staining. The compression surfaces of the occlusion clamps are void of any burrs or sharp edges that might result in a puncture of the tubing. During functional testing a leak was observed emanating from the venous lumen. The leak site is undistinguishable due to the solutions that were applied to the catheter during its use. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or catheter cleaning solution. Observation of the damaged site indicates the elasticity of the tubing has been breached. The mechanism of damage is related to the aggressive and harsh antiseptic solutions that were used on the catheter during its use. The product IFU states "acetone and peg-containing ointments can cause failure to this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g. Polysporine are the preferred alternative. "The exact mechanism of damage cannot be determined. The notes in this file do not indicate how long the device had been in place prior to the complaint incident. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This appears to be a user maintenance issue. A lot history review (lhr) of resd0120 showed no other similar product complaint(s) from this lot number.